Event description:
It was reported that the ilet touchscreen became unresponsive after the device was dropped, with a small crack observed on the right side and the display stuck on the lock screen; troubleshooting included education on wake/unlock, cleaning, stylus trial, charging pad test, wake-button holds for recalibration and restart, and a full battery depletion, after which the issue persisted, and a replacement was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included the user transitioning to secondary therapy and continued cgm use until replacement. Investigation included customer interview, photo review, and guided functional checks. Investigation of this case revealed a touchscreen/touch sensor malfunction associated with physical damage to the display assembly, resulting in failure of the user interface to respond. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage leading to a device component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.